Event description:
It was reported that a section of the pump touch screen was unresponsive, the wake button was intermittently sticking, and that resistance was experienced during the fill process on multiple intermittent occasions. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.